Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿minutes into a five hour dialysis treatment¿ with a theranova 400 dialyzer, the patient experienced itching, shortness of breath, swelling in his throat/tongue and the systolic blood pressure was 74 mmhg. The patient was given 800 ml of saline and the treatment was terminated after returning the blood. The patient was also given 100 mg of hydrocortisone intravenous (IV) and 20 mg of loratadine per os (po) and the patient's symptoms cleared. It was further reported that the treatment was completed successfully with a new dialyzer and bloodline. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.